Manufacturer narrative:
Philips service provided a workaround solution and attempted video box isolation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that live images monitor intermittently fails to display on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.